Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery resulting in a "low" blood glucose (bg) level; a value was not provided. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with a glucagon injection, intravenous fluids, and fluids. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.